Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. The customer¿s blood glucose (bg) level was ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level, and continued using manual injections for insulin therapy.